Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). A 2.25 mm x 12 mm nc emerge balloon catheter was advanced to dilate the lesion. However, upon the second inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluation by MFR.: the returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). A 2.25 mm x 12 mm nc emerge balloon catheter was advanced to dilate the lesion. However, upon the second inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications nor injuries were reported.